Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. A visual evaluation was conducted. As per the complaint, the set was presenting some leakage around the space pump segment. However, the picture provided does not show any evidence nor indication of any leakage being present. Not confirmed due to insufficient of evidence. The provided picture does not offer the details necessary to confirm the reported defect or determine any root cause at this time. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. All available information regarding this occurrence has been forwarded to our business unit in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: defective/leaking IV pump set. Detailed inquiry description: the white part of on the pumping chamber area came apart and started leaking. No injury reported.